Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, date of submission 06/29/2011 - device evaluation: the pump was returned and evaluated by product analysis on 06/02/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow keypad button presses did not activate desired pump functions during testing. The keypad was removed and there was adhesive and corrosion under the up-arrow key contact. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (e2p, 2008/09).

Event description:
The patient and her father reported that the up arrow does not respond. It was reported that the keypad is not damaged and there is no water exposure to the pump.